Event description:
Additional information received reported the catheter used was a phenom 27. The cause of the failure to open was not determined. The pipeline was opened in a straight section. After replacing to other models, it still couldn't be opened properly, so a balloon was used to expand it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex was returned inside the inner pouch, a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or user deploying the braid in the vessel bend. The customer reported that the braid was not positioned in the vessel bend, ruling out the user deploying in the vessel bend as a potential cause. In this event, the severe vessel tortuosity and damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured cavernous sinus aneurysm with a fusiform morphology. Aneurysm dimensions: max diameter 12 mm and neck diameter 10 mm. Landing zone (artery size): distal 4.9 mm and proximal 5.2 mm. The patient¿s vessel tortuosity was severe. The client opened the little wings before surgery, but without any help, it still couldn't be opened. The surgeon was an experienced surgeon. After the stent was in place, the stent was started for deploying, and the mi segment was opened, and p27 was withdrawn 10mm, but the tip end was not opened. The whole was pulled back to the internal carotid, but it still did not open. After it was retrieved and deployed again, the tip end still did not open. Dapt (dual antiplatelet treatment) was administered (pru level: none). Angiographic result post procedure: stent adhered to the wall and contrast agent was obviously retained. There were no patient symptoms or complications associated with this event.